Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was delayed in responding to touch. The customer¿s blood glucose was below 500 (mg/dl). The customer continued to use the pump for insulin therapy.